Event description:
The pt reported that he feels the infusion device is not delivering insulin accurately. He did not provide info regarding his blood glucose levels. He stated there is condensation in the cartridge compartment of the infusion device. He stated, an e7 (electronic) error was displayed on the infusion device and it took 3 attempts and different batteries to clear the error. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.